Manufacturer narrative:
The device was received fully deployed. The downloaded data shows that the device completed the priming sequences and operated until pulse 846. No timeouts or drive stalls were observed in the pod data. Investigation of the needle mechanism and cannula assembly did not find any damages or defects that could result in the cannula not deploying. The needle mechanism was manually reset and functioned as intended through manual rotation of the ratchet gear. Further inspection of the device found the exposed portion of the soft cannula stretched and compressed. The length of the soft cannula was out of specification, measuring out to 1.165". Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found cannula had not fully deployed as intended. The cannula was only partially visible, indicating a needle mechanism failure.